Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a distal gastrectomy, on gastroduodenal reconstruction. After anastomosis, a metal piece was found inside the handle housing of the two devices. Visual inspection was done to resolve the issue. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The plunger of the anvil was broken off and received separated. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur due to forcing the closure of the instrument after firing. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time if information is provided in the future, a supplemental report will be issued.